Manufacturer narrative:
A philips field service engineer (fse) troubleshot the issue. He confirmed that the nurses' finger got caught between the ad7 table top cover and the doctors¿ side rail. No damage was noticed on the cover and the system is working according to specification. The user is warned about the potential risk in the instructions for use ( page 3-14): personnel should be aware that it is possible to access the longitudinal guiding profiles from underneath the tabletop. Serious injury may result if any part(s) of the personnel present become trapped in the longitudinal guiding profiles. The fse educated the customer about this potential risk. (B)(4).

Manufacturer narrative:
When the investigation has been completed, philips will inform the FDA. (B)(4).

Event description:
Philips received a complaint from the customer in which they reported that while a nurse was moving the table top longitudinally., her finger got caught between the table rail and cover , this resulted in a torn off fingernail of the nurse. The nurse was treated at facility, cleaned and bandaged